Event description:
It was reported that after completion of a robotic-assisted cholecystectomy procedure the patient experienced ¿retained stones in the common bile duct¿. The patient was readmitted to hospital for abdominal pain and mild elevated liver enzymes. Underwent ercp and had sludge removed and stent placed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
While there was a report of postoperative complications, there was no report or allegation from the customer of a deficiency of the davinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Based on the information provided, the cause of the reported complication cannot be determined. A review of the site¿s complaint history does not reveal any related complaints involving this product or event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. Post market surveillance specialist, and the following was observed: there were no observed events in the system logs on either system that would suggest a product issue and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: after completion of a robotic-assisted cholecystectomy procedure the patient was readmitted to the hospital. Patient experienced abdominal pain and mild elevated liver enzymes. Underwent endoscopic retrograde cholangiopancreatography (ercp) and had sludge removed and stent placed.